Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet connector was cracked after the device, which was disconnected and resting on a table, fell to the floor; the patient subsequently removed the set using a dental pick and sustained a superficial scratch to the arm, while blood glucose remained at 159 mg/dl with no alerts or alarms. Symptoms included a minor skin abrasion. Outcomes included no change in glycemic control and no need for medical intervention. Investigation included a review of user report, troubleshooting, and education. Investigation of this case revealed mechanical damage to the connector consistent with impact and user removal of the set without medical tools. It was concluded that the event was due to accidental damage to the device component with no adverse glycemic effect and that user counseling was provided.